Event description:
Reportedly, during pt use, the shutdown alarm disappeared automatically while the silent led light blinked on and off. The pt was manually ventilated and transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.